Event description:
It was reported that the customer had a crack in the pump case. Pump was not dropped or bumped. Crack is seen across the display. Pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. Customer tried with a different set. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.